Event description:
The customer tested his blood glucose using his contour usb meter and received a reading of 247 mg/dl. He retested his glucose using another meter and received a reading of 99 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot and asked that his meter be replaced. The test strips are to be returned for eval. A replacement meter was sent to the customer.

Manufacturer narrative:
The meter serial number provided by the customer was not valid, so it was not possible to determine the manufacture date.